Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the directions for use (dfu) and is not related to off-label use or failure to follow instructions. A risk review was completed, and altered therapeutic response is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and that the device was no longer fully closing the urethra. A surgical procedure was performed to remove and replace the aus. No further patient complications were reported.